Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 20-may-2021, UDI#: (B)(4). H3. Analysis found tm90 micro usb interface was damaged and loose usb port. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone via an implantable pump. The indication for use non-malignant pain. The patient reported that they have been unable to bolus due to their communicator not turning on or taking a charge. The patient stated that ¿for a while at first, it showed up a number on the other pump (handset) service code 388 (low communicator battery)¿ despite charging it. The patient further stated ¿at first, 2 times, it said that (388) but the communicator wouldn't come on at all¿. The indicator light currently is a ¿faint black¿. The patient has tried other cords and outlets without resolution. When the agent attempted to further clarify event date, the patient stated ¿as soon as I couldn't call anyone -which was saturday¿. An email was sent to the repair department for a replacement device. The communicator won't power on despite charging it overnight and trying other charging cords and outlets. No patient harm reported.

Manufacturer narrative:
H6 codes have been corrected and updated to reflect the provided information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.